Event description:
Allegation rec'd that a nurse rec'd an electric shock to the right hand when charging cable was removed.

Manufacturer narrative:
Technician found the hoist was in good working order. No exposed wires. A new plug top has been fitted at some time but has passed a pat test. The charger plug should not be removed from the control box instead, the plug should be removed from the wall. It appears this did not happen.